Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer passed away in the hospital on (B)(6) 2016. Customer was admitted into the hospital on (B)(6) 2016. It was reported that customer was ill for several months prior to death and had been hospitalized at least 6 times. Customer's last blood glucose reading recorded was 201 mg/dl on (B)(6) 2016. Customer's blood glucose at time of death was unknown. Customer's cause of death was heart failure. Customer also had diabetes mellitus type I, asthma, mitral valve regurgitation and hypothyroidism. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller would return insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of 11/20/2016 due to the insulin pump was returned without a battery installed.